Manufacturer narrative:
(B)(4) upon completion of the investigation it was noted that the catheter was visually inspected: no defects were noted. The catheters were irrigated, no occlusion was noted. The catheter was leak tested, no leaks were noted. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The device was implanted via l-p shunt along with certas on (B)(6) 2016. The initial pressure setting is unknown. Since it was found that csf did not flow through the device properly, only the abdominal catheter was replaced on (B)(6) 2016. The patient's condition is good after the revision. The surgeon requested to clarify whether the catheter was occluded.